Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels of about 40 mg/dl. Orange juice was consumed to address the low bgs. Customer alleged that the basal iq software was not working as intended. During troubleshooting with tandem technical support(cts), it was determined that the basal iq software was not turned on. Cts assisted customer in turning on basal iq software.